Event description:
Stryker trident ceramic hip implant done for second time for revision surgery for normal wear and tear over a 18 yr. Span. In (B) (6) 2006 had the revision done to find out that these components have been recalled because of possible defects on the manufacturer's end. My lot number or code was 502-01-58f, trident hemispherical acetabular shell 58mm. Within 3 months of surgery, I had excruciating pain starting running to dr about it and was told repeatedly everything is good, looks fine. I proceeded to see a nerve specialist ruled out. My dr basically told me I was crazy and that I should not have that much pain and to continue these so called nerve damage meds and continue on. I very quickly went from limping to cane and then to crutches to aid my walking. After about 2 1/2 yrs. I went to see my dr. One more time which by this time seem to be more and more frequent, to find a different dr. In for her that day and low and behold, I was finally getting x-rays and a bone scan and finally something for pain that was not nerve damage related. It turned out with the squeaking loosening and clicking that went on all this time, these tests showed my hip fell apart. Two of the three titanium screws which were also stryker broken in two and my socket fell down along side of my femur. This was found in (B) (6) 2009, and I underwent a third hip revision to replace the defective cup. I did ask that these parts be kept and was told it is against hospital policy to do so. I would love to have had these components examined because all this is being ignored and very much hidden here in (B) (6). After my surgery, the dr. Came out and tried to tell my husband that these parts were not defective but were misshaped and out of round and he is not qualified to make that call, he is an orthopedic surgeon not someone in a field of diagnosing defective components.